Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a non-calcified and moderately tortuous superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was selected to dilate the lesion, however, the balloon ruptured at 8 atms upon initial inflation. The physician completely removed the balloon from the patient and completed the procedure with a different device. No patient complications were reported and the patient's condition is good.